Event description:
It was reported the device stopped functioning. The battery was replaced and still not working. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer passed all incoming functional tests. Analysis found foreign material is stuck between lcd (liquid crystal display) and lens (removed). Upper case, both bail covers, and battery drawer are broken. Ring cover and the ring are missing. Keyboard is scratched.